Manufacturer narrative:
This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. .

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient experienced elevated blood glucose reading "hi" (>600mg/dl) on the meter with extreme thirst associated with a time/date reset issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter stated that the time and date reset to default settings when the battery was out of the pump for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time/date reset issue, with use error as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.